Event description:
A review of the journal of medical case reports, january 2009 revealed a report entitled, "recurrent late complications following congenital diaphragmatic hernia repair with prosthetic patches." This report describes a full term female neonate with left-sided cdh who underwent surgical repair at 17 days with "gore-tex." One month following nissen fundoplication and stamm gastrostomy, the patient presented with a recurrence through a 2cm anteromedial dehiscence of the patch. The defect was later closed via thoracotomy and the hemidiaphragm reinforced with a porcine collagen. At 26 months, the patient presented with an abscess at the site of the previous thoracotomy. After initial drainage of the external component, the "gore-tex" patch within the abscess cavity, was excised. There was sufficient fibrous 'neodiaphragm' to permit primary closure and at (B)(6), the child has not experienced any further recurrences or complications.

Manufacturer narrative:
Information has been requested from the author. Based on the limited information provided, a root cause has not been determined. All information has been placed on file for use in tracking, trending and follow-up. It should be noted that the instructions-for-use on any of the gore eptfe biomaterial patches includes the following warning and addresses possible adverse reactions, "[w]hen using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." "Possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, adhesion, fistula formation, seroma formation, hematoma, and recurrence." Citation: b. Bekdash, b. Singh, k. Lakhoo, recurrent late complications following congenital diaphragmatic hernia repair with prosthetic patches, journal of medical case reports, 2009, 3:7237.